Event description:
Infusion pump with a failure code 810:02. The facility rep stated there were no pt incidents reported since the last baxter service event. Info was requested by baxter regarding the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use. Add'l contact info was requested but no add'l contact was identified.